Event description:
It was reported that during a colectomy procedure, the active blade of the device broke in two. The blade tip did not fall into the pt; it was immediately retrieved and removed. The case was completed by using another device. No pt consequence was reported.

Manufacturer narrative:
Date sent: 06/03/2008. Info anticipated, but unavailable at this time.